Event description:
It was reported that during the procedure, the physician observed a crack in the guide while going up the arch. The guide was removed and the pt suffered no adverse effects from the incident.